Manufacturer narrative:
The device was received in backup operation due to low battery voltage and exposure to cold temperature. The device loss output/telemetry when load was applied because of low battery voltage/ end of life level. The pacer exhibited normal device characteristics after the battery was replaced. Total projected longevity is 9.14 years, implant duration is 9.62 years. Device exceeded the projected longevity and is considered normal battery depletion.

Event description:
It was reported that the patient expired. It was reported that the cause of death is unknown. There is no known allegation from a health professional that suggests the death was related to the device. No further information is available at this time.